Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 12 days after the dental implant was installed in intraoral region #14, it had to be removed because the patient was in pain. The implant was installed without immediately load. The patient presented bone type iii.